Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 344 mg/dl (fingerstick 320 mg/dl) after being disconnected from the ilet for approximately 11 hours during a school event, while receiving a half dose of long-acting insulin in the morning and a dose of fast-acting insulin at midday; no ketones were detected. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with instructions to remain off the ilet for 24 hours following the long-acting insulin dose and to contact the healthcare provider for additional guidance. Investigation included technical support review and user counseling. Investigation of this case revealed no device malfunction reported and that the event occurred in the context of device disconnection and use of off-system insulin therapy, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.